Event description:
During a therapeutic procedure performed in 2004 (exact date unk) a vaxcel chest port had been placed in a patient (age and gender unk). On 24 april 2006 the patient was experiencing discomfort; during flushing of the device a fracture on the catheter was observed to be located 5mm distal form the port's locking collar. The complaintant reported the there were no adverse effects to the patient as a result of the reported problem.